Event description:
The hospital reported that the surfaces of the hemashield patch were not smooth and the weaving felt uneven. There was no delay in the case and a replacement graft was implanted to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - catsweb complaint (B)(4).